Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown tfna helical blade. Part#, lot# and UDI # is not available. Date of implant is unknown. This report is for one (1) unknown tfna helical blade. PMA/510(k) number is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially, the patient was implanted with one tfna nail, helical blade and distal locking screw to treat a fractured hip on an unknown date. Subsequently, the surgeon discovered with a post-operative x-ray taken on an unknown date that the head of the femur had collapsed causing the helical blade to cut out into the joint space. On (B)(6) 2018, patient underwent revision of a tfna nail, helical blade and distal locking screw. During the revision, the tfna system was removed and patient was revised to a bipolar hip with an unknown competitor¿s construct. The revision surgery was reported to have been completed uneventfully and successfully without any surgical delay. The patient was reported to be in stable condition. Concomitant devices reported: tfna nail (part# unknown, lot# unknown, quantity# 1); distal locking screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An x-ray of an unknown tfna helical blade was received at us customer quality. The x-ray confirmed that the device was cutting out into the joint space. Both the nail and the helical blade were intact. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable for this complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.